Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 1.1 mmol/l with a seizure, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and resumed treatment with the same pump. The patient was treated by emergency medical services with intravenous glucose. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. The bolus was not calculating correctly. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: a review of the black box showed the recorded total daily dose only reached 35.1 units due to a power interruption with user interaction and a cartridge change. The pump was powered up to and deliveries were resumed after a cartridge fill. During testing, the pump passed all required testing. The alleged history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.